Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right -side deflation." Device explanted. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior, white particles in shell, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge and partial delamination of the valve. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported "a right -side deflation." Device explanted. Right side.